Event description:
It was reported that the ventilator was displaying higher o2 concentration than set. There was no patient harm reported. Manufacturer's ref (B)(4).

Manufacturer narrative:
It was reported that the oxygen concentration was higher than set. Identification of issue has been done by analyzing problem description. The device¿s logs were not available for further analysis, as there was no on-site visit by the technician. According to the information provided by the technician, during the use of the ventilator high o2 concentration alarms occurred. The oxygen concentration was set to 75%, and the actual monitoring value showed 83%. The air hose and o2 hoses were replaced for testing purpose and no malfunction occurred. Then the initially used air and o2 hoses were inserted back into device and no malfunction occurred. It was suspected that air and o2 hoses used to connect the sources of gases were not tightly inserted at that time of the use. The device passed all performance tests and could be returned to clinical use. No parts were replaced. No further failures were reported. Alarm o2 concentration high is activated when measured o2 concentration exceeds the set value by more than 5 vol.%. One of the causes of that might be that gas supply or air line is disconnected. Therefore, it has been concluded that the most probable cause was incorrect connection. The issue has been decided to be reported as the leakage of the gases during ventilation, may lead to high o2 concentration delivered to the patient, insufficient ventilation or stop of ventilation. There was no patient harm. The correction of field usage of device was required. This is based on the internal evaluation. Previous usage of device: unknown. Corrected usage of device: reuse. H3 other text: 4112.

Event description:
Manufacturer's ref. #: (B)(4).